Manufacturer narrative:
(B)(6). The battery cap and compartment were reportedly damaged, leading to power issues. The alleged malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that on (B)(6) 2011 the patient experienced a blood glucose (bg) of 42 mg/dl. He stated that patient was given soda to bring his bg back up. The family member reported the following timeline of events following up to the patient's low bg: the patient's bg at school was 365 mg/dl, and the patient was given a correction injection; later that evening, the patient's bg was reportedly 360 mg/dl, and the patient was again given a correction injection; within 30 minutes, the patient's bg was 42 mg/dl; the patient was given soda, and his bg increased to 76 mg/dl; during the call with animas customer support (cs), the patient's bg was reportedly 62 mg/dl and the family member was giving the patient more soda to increase his bg. The family member reported that the pump had been rebooting for a couple of days, and that the battery cap threads were stripped. He stated that the battery compartment "appeared worn and damaged". The family member confirmed that the most recent prime was at 3:37 pm on (B)(6) 2011, and that the last bolus given was at 3 pm. The family member stated that the patient wears the pump in a pouch on his waist, and denied cleaning the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
: The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: reboots were observed in the black box. Black box shows time and date resetting to default following a por. Dates in total daily dose history are incongruent changing from (B)(6) 2011 to (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2011 to (B)(6) 2007 to (B)(6) 2007. Daily insulin delivery totals appear inconsistent due to time/date issue. No damage found to battery compartment or the threads inside the battery compartment. The battery cap was not returned with the pump. A test cap was used for testing purposes. Pump powers on normal with no alarms. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. Pump passed 29 hour flow accuracy test and found to be delivering within required specifications. No power issues occurred during testing. Pump was opened and no damage found to the power circuit. The internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release